Manufacturer narrative:
New information was received from the patient which included a letter from his allergist. The allergist reported that the patient (initials g.h.) Developed bladder cancer which was treated and diagnosed in 2021. Five cystoscopies were reported without adverse event. Then four more were performed in (B)(6) 2024, (B)(6) 2025, with symptoms of alleged anaphylaxis. Further, there is no report in the letter that medical treatment was received for symptoms. The allergist reported that the patient, other than the reports of symptoms of anaphylaxis, had no previous allergies or family history of allergies, and no known allergies to drugs or medication. However, it was also reported that the patient had allergy testing in the allergist¿s office on (B)(6) 2025, and a skin prick puncture test was carried out. The results for cidex opa solution were positive within 15 minutes and showed an urticarial reaction with 6 mm of edema and 3 mm of erythema along with intense itching. It is still unconfirmed that the clinic treated the patient using urological instruments that had been processed with cidex opa solution. Voluntary medwatch report mw5184763 received from FDA via email on 04/03/2026. Advanced sterilization products will continue to follow-up for additional information regarding this event. If additional information is obtained, a follow-up report will be filed as appropriate. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Asp investigation summary: the batch record review could not be completed as the lot number was unknown. Retains testing was not completed as the lot number was unknown. Product evaluation was not completed as the suspect product was not available. Trending analysis could not be completed as the lot number was unknown. The sra indicates the risk for exposure to toxic or corrosive material is "low." Assignable cause: the most likely assignable cause of the alleged anaphylaxis reaction is failure to follow the instructions for use (IFU) for cidex® opa solution, which states under contraindications that ¿cidex opa solution should not be utilized to process any urological instrumentation used to treat patients with a history of bladder cancer. In rare instances cidex opa solution has been associated with anaphylaxis-like reactions in bladder cancer patients undergoing repeated cystoscopies.¿ asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Event description:
A patient reported to have experienced ¿anaphylaxis¿ and that there is a clinic that used cidex® opa on urological instruments. The patient refused to provide additional information. Using urological instruments processed with cidex opa on a patient with a history of bladder cancer is contraindicated in the cidex opa instructions for use; however, it is not confirmed if the patient had been diagnosed with bladder cancer. The dates and types of procedures the patient allegedly underwent are likewise unknown, and it is also unknown how soon after these procedures the patient allegedly experienced anaphylaxis. Furthermore, the alleged symptoms and any medical treatment received for such symptoms is also unknown. In addition, pre-existing medical conditions or allergies that may have contributed to diagnosis and symptoms are not known. The name/location of the clinic is unknown, and asp is unable to confirm that the unknown clinic used cidex opa solution to process urological instruments. The patient reported the clinic used cidex opa on urological instruments, and if confirmed these instruments were used on a patient with a history of bladder cancer, this is considered use error, which out of an abundance of caution, will be reported as a serious injury. There was no report of a malfunction or deterioration in the characteristics or performance of cidex opa solution.

Manufacturer narrative:
Additional information was reported by the alleged patient: the clinic that used cidex® opa on urological instruments was the alameda surgery center of burbank; however, this has not been confirmed. Asp complaint ref #: (B)(4).